Manufacturer narrative:
The customer, a biomed, elected to repair their device himself. The biomed examined the device and verified the reported failure. He then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was placed back into service for use. The removed therapy pcb assembly was sent to physio-control for evaluation. The cause of the reported failure was determined to be due to a failure of diode, designator cr30. The diode was shorted from pins 5 to 9.

Event description:
The customer reported that the device was displaying the service indicator. The event code in the device's memory is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no report of patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.